Event description:
Additional information was provided by the customer. The intended procedure was completed using a similar device with no surgical delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is out of field of view, loose light guide adapter and light transmission failed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image out of field due to bent outer tube. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had a very dark image. This issue occurred during preparation for use in a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.